Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the mre was performed, it was found that the actual date of device manufacture was 23-aug-2016. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection, seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast surgery with a 600cc mentor memorygel breast implant (left) and a 650cc mentor memorygel breast implant (right) experienced bilateral infection and seroma postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2017. The devices were discarded and are not available for device evaluation. This report is for the left-sided prosthesis.